Manufacturer narrative:
Investigation summary: bd received photos for investigation, with a total of 5 photos provided. Evaluation of the photos indicated collapsed samples. Evacuated, plastic blood collection tubes may collapse if exposed to elevated temperatures, which can occur during the assembly process when shelf packs are shrink-wrapped using heat, or during transportation and storage. In addition, 100 retained samples were visually inspected, and no collapsed tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, an unspecified number of tubes were found to be bent or squashed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, an unspecified number of tubes were found to be bent or squashed. No adverse impact was reported regarding the patient or user.